Event description:
After exposure to cidex opa, a worker complained of tightening of the throat with trouble breathing, a rash on her arms and back, itchy and watery eyes, and a full feeling in her ears. On the second day, she continued to experience the sensation of a lump in her throat and a productive cough with some blood present. The worker was treate with intravenous benadryl and solu-medrol and her symptoms were completely resolved three days after exposure.